Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently went to the hospital via paramedics due to a blood glucose level possibly between 600 and 1000 mg/dl. The customer stated that he was in a state of diabetic ketoacidosis and also has gastroparesis. Customer reported that he was wearing the insulin pump at the time of the incident. The customer stated that he went to the hospital an additional time with a blood glucose level of 534 mg/dl. The insulin pump was not replaced or returned for analysis.